Event description:
Initial information stated that there was no tissue damage noted. Sus voluntary event report received that states: when deploying perclose, the device got ¿stuck¿ inside the left femoral artery. Pt was taken to the operating room for left groin exploration and device removal. FDA safety report ID# (B)(4).

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Attachment: sus voluntary event report number mw5090317. Date of event - attachment: [mw5090317- sus voluntary event report.pdf].

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a thrombolysis re-leak interventional procedure. Reportedly, resistance was felt during removal of the proglide device. The lever was returned to its original position prior to removal of the device; however, the foot plate became stuck. A cutdown, a simple widening of the nick and spread incision using forceps without cutting the vessel, was performed to remove the proglide device. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.